Event description:
It was reported to philips that the co2 failed calibration. There was no patient involvement. The field service engineer (fse) evaluated the device and determined it needed a processor pca. The reported allegation about the " failed co2 calibration and can't use device." Was not verified or duplicated during lab tests. The processor pca had corrupt flash memory (u39/u40) . Data generated by this investigation will be logged for trending analysis. It was determined that this was a malfunction of the processor pca. It was replaced and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the co2 failed calibration. There was no patient involvement.

Event description:
It was reported to philips that the co2 failed calibration. There was no patient involvement.